Event description:
It was reported that a few months ago the patient had his artificial urinary sphincter (aus) removed as it stopped working. Subsequently a new aus device was implanted with no patient complications. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.